Event description:
A consumer reported possible inaccurate readings with the pt's fasttake meter. In 2001, pt had a blood glucose reading of 158mg/dl at 18:31pm on ft meter. Pt took 50u of 70/30 insulin and ate supper. After supper, pt experienced profuse sweating, fainting, whitish blue lips and red face. Paramedics were called and found pt blood glucose to be 40-50mg/dl lower on their surestep pro meter compared to ft meter. Pt was treated with IV dextrose at home and never transferred to hosp. All blood glucose meter readings are from the fingertips. No further info is available.